Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the capsule was broken. The lens was removed and an anterior vitrectomy was performed. A different iol was implanted.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned pressed down on two(2) posts of the lens case base resulting in gross optic and haptic damage. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut rejectable. The optic edge is nicked/chipped-rejectable. The root cause for the reported complaint "broken capsule" could not be determined. Reported complaint cannot be verified by examination of the returned product. A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).